Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that there was a hole in the balloon of this artificial urinary sphincter. The patient experienced recurrent incontinence. The balloon was explanted and replaced. No patient complications were reported.